Event description:
Healthcare professional reports "movements of the ring and it broke." Investigation in progress. Follow-up findings: event clarified as the patient had a band slippage and as the surgeon was adjusting the band, it broke at the buckle.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event. No additional information has been reported to allergan regarding the serial number, the event date of the band slippage, implant date, diagnostic testing, patient data or further event details. The reporter has informed allergan that the information on the serial number and implant date is unknown to them, due to the age of the original surgery. Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery." "Caution: failure to use an appropriate atraumatic instrument to lock the band may result in damage to the band or injury to surrounding tissues." "Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing."